Event description:
It was reported that after successful deployment of the starclose se clip in the left common femoral artery, no pulse was detectable in the left foot after an interventional procedure. An ultrasound of the left femoral artery was performed and an occlusion was found. The clip was visible at the occlusion. Using an access from the right common femoral artery the occlusion was treated with balloon dilatation. The medical intervention was successful and the pulse in the left foot was restored. The procedure was prolonged due to the balloon dilatation treating the occlusion. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.